Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
Paramedics were called to a person involved in a possible suicide from hanging. The customer reported that the device displayed a flat line ECG trace inappropiately during use on a patient. After the patient was delivered to the hospital, the patient's ECG code summary report was printed and the patient's rhythm was not asystole. The patient was not resuscitated. A clinical review of the reported event by medtronic concluded that the device did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's non-shockable arrythmia.